Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient. This case concerns female patient (age: unknown) who initiated treatment with synvisc one and after an unknown latency severe infection overtook her body. A device malfunction was noted for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection once (batch/ lot number: 7rsl021 and expiry date: unknown). On an unknown date in 2017, after an unknown latency severe infection overtook her body. Patient was still recovering from the infection. Patient was in the care of the hospital on (B)(6) 2017. Corrective treatment: not reported for both events. Outcome: recovering for both events. Seriousness criteria: hospitalization for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a female patient who was on treatment with synvisc one from recall lot and experienced severe infection on whole body and hospitalized for the same. The role of the drug cannot be denied for the occurrence of the events due to the suspect product. However, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based on additional information received on (B)(6) 2018 , this case became medically confirmed. This spontaneous case from united states was received on (B)(6) 2018 from patient. This case concerns 38 years old female patient who initiated treatment with synvisc one and after 02 days experienced severe infection overtook her body/ septic artritis of left knee/ bacterial infection of knee joint. A device malfunction was noted for the reported lot number and on the same day was unable to walk, experienced left knee stiffness, left knee pain, left knee swelling, left knee appear edematous on the lateral side, injection site appear slightly bruised, knee warm to touch and knee pink on side of injection. Relevant medical history included psoriasis vulgaris, insomnia, arthroscopic lateral release, patellofemoral chondroplasty, dyshidrotic eczema, cholecystitis, psoriasis, guttate, fibromyalgia syndrome, positive ana (antinuclear antibody), depression, carpal tunnel, lap cholecystectomy, root canal premolar, teeth extraction. The patient was a former smoker. The patient was allergic to allergies: benzylpenicillin (penicillin):rash as a child; hydrocodone: itching; hydromorphone: resporatory depression; tramadol hydrochloride (tramadol): insomnia. Relevant concurrent conditions included osteoarthritis of left knee, achy pain. Relevant concomitant medications included bupropion hydrochloride (wellbutrin xl), fluoxetine hydrochloride (prozac), zolpidem tartrate (ambien cr), ibuprofen (motrin), apremilast (otezla), adalimumab (humira), valaciclovir hydrochloride (valtrex). It was reported that the patient was seen on (B)(6) 2017 in follow up of her left knee diagnostic arthroscopy with patellofemoral chondroplasty and arthroscopic lateral release on (B)(6) 2017 . She had done very well following this, but noted increasing achy pain approximately 3 weeks ago (increasing achy pain in mid nov-2017). It was reported that the patient felt the procedure took away her sharp pain and discomfort but she had been experiencing daily aching pain over the past 3 weeks. Of note, at the time of her arthroscopy diffuse grade 4 changes on the undersurface of the lateral patellar facet with an area of grade 4 changes on the most lateral aspect of the trochlea were noted. The pain was located behind her kneecap and was rated 4/10. This pain worsened with activity and was relieved with activity modification, ibuprofen 800 mg twice daily and rest. She denied interval injury but stated the knee buckled last week due to feelings of weakness. She noted mechanical symptoms of grinding behind her kneecap. Denied incisional concerns. Denied recent fever, chills or night sweats. The patient currently noted primarily achy pain and denied mechanical symptoms. The patient was frustrated with her ongoing achy pain and would like to consider other treatment options. On exam, she had full symmetric range of motion. She had mild tenderness over her lateral patella. She had no evidence of hypermobility or maltracking. Her skin was intact and incisions were well healed, she was neurovascularly intact distally with near symmetric distal strength and no evidence of peripheral edema. The patient was recommended ongoing nonoperative treatment including activity modifications, scheduled nonsteroidal antiinflammatory, and possible viscosupplementation injection. The patient agreed and elected to proceed. Therefore, the risks, benefits, and alternatives of the above-mentioned synvisc injection were discussed with the patient. These include but were not limited to infection and synovial reaction. Informed consent was obtained. On (B)(6) 2017 , the patient was given an injection of viscosupplementation at her visit. The goal of this injection was to add lubricant and cushioning that was missing with knee joint degeneration or osteoarthritis. On (B)(6) 2017 , patient received treatment with intra articular synvisc one injection once (batch/ lot number: 7rsl021 and expiry date: 31-may-2020) for osteoarthritis of left knee. Patient was in the care of the hospital on (B)(6) 2017 . The same day, the patient experienced left knee pain (significant increase in pain) and swelling that started in the morning after receiving a synvisc injection by her orthopedic doctor. Unfortunately, after her injection, a recall was issued on her synvisc with concern for possible gram negative contamination (possible microbial contamination). She denied any fevers, chills, or night sweats. However, she had significant pain and was using crutches. The patient also had stiffness to the knee. She stated the swelling was not that bad but it was the pain that was really bothering her. Denied fevers, denied redness or swelling to the knee, denies another injury since the injection. She was wondering if this was normal. She stated she called the orthopedic doctor's nurse who stated that the swelling and pain may be normal for up to a week after the injection. Rn advised that this could happen following synvisc injection. Rn recommended patient ice, elevate, use compression and take otc nsaids but symptoms might take a week to resolve. Rn advised that if symptoms worsen in the next few days or she develops redness at the injection site along with fever/chills then should be evaluated. She verbalized understanding. The same day, patient's left knee did appear edematous on the lateral side, injection site did appear slightly bruised. No redness was apparent. Patient could not tolerate even the lightest of palpation to the area. Skin was warm and dry. The patient had large effusion. She has mild warmth. She had bruising at the injection site, but minimal erythema. She had pain with any attempted knee range of motion. She was neurovascularly intact distally with symmetric distal strength and no evidence of peripheral edema. The patient was recommended aspiration. The risks, benefits and alternatives of this were discussed with the patient. These include but were not limited to infection and ongoing pain. Her knee was aspirated in clinic with approximately 30,000 white blood cells on her aspirate and 83% pmns. It was reported that the patient went to acute care in the night, for due to her pain in her knee after the injection. On 12- dec-2017, patient stated that she was miserable. The knee was tight, painful to wb, was pink on side she got injection and was taking codeine for pain. Lnsructed on ice, elevation use of nsaid and compressive wrap and will get message to doctor's staff. She continued to have pain, stiffness and some warm to touch. She denied any real redness. She stated that she was in so much pain she was unable to walk into the acute care, she had to use a wheelchair. She denied any fevers or drainage. The acute provider was not concerned about infection. She was using crutches to get around right now. She was unable to go to work on 12-dec-2017 due to the pain. The patient was to continue the course as recommended by our triage nurse. If things gets worse she needs to be seen. On (B)(6) 2017 , 02 days later, the patient experienced bacterial infection of knee joint. The patient had severe infection overtook her body. The same day, patient's gram stain showed many (>25/lpf) wbc's and many (>25/lpf) rbc's, had polymorphonuclears sf count of 64% (normal range: 0-25). The patient had increasing redness and pain. Continued observation versus operative treatment were discussed and ultimately elected to proceed with operative treatment. The risks, benefits, and alternatives of this were discussed with the patient preoperatively. These include but were not limited to infection, bleeding, nerve damage, ongoing pain, stiffness, recurrent infection, worsening arthritis, need for subsequent surgery, and the risks, benefits, and alternatives of anesthesia, which include but are not limited to heart attack, lung damage, blood clots to the brain and lungs, and even death. The patient agreed and elected to proceed. The patient was identified in the preoperative area and the correct site of surgery was marked in accordance with hospital policy. The patient agreed and elected to proceed. Informed consent was reiterated. She was then brought to the operating room where she was placed in the supine position and adequate general anesthesia was obtained. A tourniquet was then placed on her left thigh. Her left knee was then placed in the leg holder and prepped and draped in the usual sterile fashion. At this point, a timeout was performed in accordance with hospital policy. The correct site of surgery was verified. Of note, we did not give preoperative antibiotics but gave intraoperative antibiotics after obtaining repeat cultures. The patient was then proceeded with standard diagnostic arthroscopy including anterolateral viewing portal, superolateral outflow portal, and anteromedial working portal. Upon entry in the joint, there was cloudy red fluid which was aspirated and sent for cultures, cell count, gram stain as noted above. Her joint had no frank purulence, but significant exudate noted throughout the joint and the capsule. This was debrided using the mechanized shaver and near total synovectomy was performed. Her articular cartilage remained stable when compared to previous evaluation. In fact, there was some coverage on her small area of grade 4 changes on the superolateral trochlea. Her medial and lateral meniscus and medial and lateral compartment articular cartilage remained intact. Extensive synovectomy was performed arthroscopically using the mechanized shaver and electrocautery. 15 liters of normal saline was irrigated through the knee. Once satisfied with this, a medium hemovac drain was inserted via the superolateral portal. The scope was removed and the portals were closed using nylon suture. Sterile dressings including xeroform, 4 x 4, cast padding, and ace bandage were then applied. The patient was then extubated and brought to the pacu in stable condition. The patient was instructed to take ibuprofen, ice the area 20 minutes 3-5 times daily, rest the area, may use medication as prescribed to augment pain relief, if she notice any adverse reactions, discontinue medication and follow up to orthopedic doctor for any additional recommendations on (B)(6) 2017 and return if symptoms worsen or fail to improve. Patient was still recovering from the infection. On (B)(6) 2017, the patient was discharged. Patient's discharge medications included augmentin, oxy-ir, oxycodone hydrochloride/paracetamol (percocet), bupropion hydrochloride (wellbutrin xl), fluoxetine hydrochloride (prozac), zolpidem tartrate (ambien cr). The patient had a follow up on (B)(6) 2017 . On (B)(6) 2017 , it was reported that patient's pain had been well controlled. She had been using oxycodone as needed for pain control. She had been compliant with her post operative antibiotics. She was rating her pain a 3/10. The location of the pain was over the anterior knee, was an intermittent pain, and was aching in nature. She had been full weight bearing. The patient had been icing and elevating as needed. Denied wound problems. Corrective treatment: amoxicillin/clavulanic acid (augmentin) for severe infection overtook her body/ septic artritis of left knee/ bacterial infection of knee joint; wheelchair, crutches for unable to walk; codeine sulfate, ibuprofen, ice the area, rest, oxycodone hydrochloride/paracetamol (percocet) for left knee stiffness, left knee pain, left knee appear edematous on the lateral side, injection site appear slightly bruised, knee warm to touch, knee pink on side of injection; codeine sulfate, ibuprofen, ice the area, rest for left knee swelling; not reported for rest of the events outcome: recovering for severe infection overtook her body/ septic artritis of left knee/ bacterial infection of knee joint, device malfunction; not recovered/mot resolved for rest of the events seriousness criteria: hospitalization for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on (B)(6) 2018 from healthcare professional (case became medically confirmed). Patient's age was added. Patient's medical history, past drugs, concomitant medications and concurrent conditions were added. Additional events of unable to walk, experienced left knee stiffness, left knee pain, left knee swelling, left knee appear edematous on the lateral side, injection site appear slightly bruised, knee warm to touch and knee pink on side of injection were added with details. Event term of severe infection overtook her body was updated to a severe infection overtook her body/ septic artritis of left knee/ bacterial infection of knee joint, its onset date was updated and its corrective treatment was updated. Dosing details of the suspect product was updated. Discharge date was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2018: this case concerns a female patient who was on treatment with synvisc one from recall lot and experienced septic arthritis left knee, severe infection on whole body, left knee pain, swelling, edema, stiffness, injection site redness and bruising and was hospitalized for the same. Further, as the concerned lot number has been identified to have malfunction by the company, so a causal role of the drug for the occurrence of the events cannot be excluded.

Event description:
Device malfunction [device malfunction] severe infection overtook her body/ septic artritis of left knee/ bacterial infection of knee joint [septic arthritis] unable to walk [unable to walk] left knee stiffness [stiff knees] left knee appear edematous on the lateral side [edema knees] injection site appear slightly bruised [injection site bruising] knee pink on side of injection [injection site redness] left knee pain [knee pain] left knee swelling [swelling of l knee] knee warm to touch [joint warmth] . Case narrative: based on additional information received on 13-mar-2018, this case became medically confirmed. This spontaneous case from united states was received on 07-mar-2018 from patient this case concerns 38 years old female patient who initiated treatment with synvisc one and after 02 days experienced severe infection overtook her body/ septic arthritis of left knee/ bacterial infection of knee joint. A device malfunction was noted for the reported lot number and on the same day was unable to walk, experienced left knee stiffness, left knee pain, left knee swelling, left knee appears edematous on the lateral side, injection site appears slightly bruised, knee warm to touch and knee pink on side of injection. Relevant medical history included psoriasis vulgaris, insomnia, arthroscopic lateral release, patellofemoral chondroplasty, dyshidrotic eczema, cholecystitis, psoriasis, guttate, fibromyalgia syndrome, positive ana (antinuclear antibody), depression, carpal tunnel, lap cholecystectomy, root canal premolar, teeth extraction. The patient was a former smoker and has not smoked since (B)(6) 2012. The patient was allergic to allergies: benzylpenicillin (penicillin): rash as a child; hydrocodone: itching; hydromorphone: respiratory depression; tramadol hydrochloride (tramadol): insomnia. Relevant concurrent conditions included osteoarthritis of left knee, achy pain. Relevant concomitant medications included bupropion hydrochloride (wellbutrin xl), fluoxetine hydrochloride (prozac), zolpidem tartrate (ambien cr), ibuprofen (motrin), apremilast (otezla), adalimumab (humira), valaciclovir hydrochloride (valtrex), trazodone (desyrel) and duloxetine (cymbalta). It was reported that the patient was seen on (B)(6) 2017 in follow up of her left knee diagnostic arthroscopy with patellofemoral chondroplasty and arthroscopic lateral release on (B)(6) 2017. She had done very well following this, but noted increasing achy pain approximately 3 weeks ago (increasing achy pain in mid (B)(6) 2017). It was reported that the patient felt the procedure took away her sharp pain and discomfort but she had been experiencing daily aching pain over the past 3 weeks. Of note, at the time of her arthroscopy diffuse grade 4 changes on the undersurface of the lateral patellar facet with an area of grade 4 changes on the most lateral aspect of the trochlea were noted. The pain was located behind her kneecap and was rated 4/10. This pain worsened with activity and was relieved with activity modification, ibuprofen 800 mg twice daily and rest. She denied interval injury but stated the knee buckled last week due to feelings of weakness. She noted mechanical symptoms of grinding behind her kneecap. Denied incisional concerns. Denied recent fever, chills or night sweats. The patient currently noted primarily achy pain and denied mechanical symptoms. The patient was frustrated with her ongoing achy pain and would like to consider other treatment options. On exam, she had full symmetric range of motion. She had mild tenderness over her lateral patella. She had no evidence of hypermobility or maltracking. Her skin was intact and incisions were well healed, she was neurovascularly intact distally with near symmetric distal strength and no evidence of peripheral edema. The patient was recommended ongoing nonoperative treatment including activity modifications, scheduled nonsteroidal antiinflammatory, and possible viscosupplementation injection. The patient agreed and elected to proceed. Therefore, the risks, benefits, and alternatives of the above-mentioned synvisc injection were discussed with the patient. These include but were not limited to infection and synovial reaction. Informed consent was obtained. On (B)(6) 2017, the patient was given an injection of viscosupplementation at her visit. The goal of this injection was to add lubricant and cushioning that was missing with knee joint degeneration or osteoarthritis. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (batch/ lot number: 7rsl021 and expiry date: 31-may-2020) for osteoarthritis of left knee. Patient was in the care of the hospital on 11-dec-2017. The same day, the patient experienced left knee pain (significant increase in pain) and swelling that started in the morning after receiving a synvisc injection by her orthopedic doctor. Unfortunately, after her injection, a recall was issued on her synvisc with concern for possible gram-negative contamination (possible microbial contamination). She denied any fevers, chills, or night sweats. However, she had significant pain and was using crutches. The patient also had stiffness to the knee. She stated the swelling was not that bad but it was the pain that was really bothering her. Denied fevers, denied redness or swelling to the knee, denies another injury since the injection. She was wondering if this was normal. She stated she called the orthopedic doctor's nurse who stated that the swelling and pain may be normal for up to a week after the injection. Rn advised that this could happen following synvisc injection. Rn recommended patient ice, elevate, use compression and take otc nsaids but symptoms might take a week to resolve. Rn advised that if symptoms worsen in the next few days or she develops redness at the injection site along with fever/chills then should be evaluated. She verbalized understanding. The same day, patient's left knee did appear edematous on the lateral side, injection site did appear slightly bruised. No redness was apparent. Patient could not tolerate even the lightest of palpation to the area. Skin was warm and dry. The patient had large effusion. She has mild warmth. She had bruising at the injection site, but minimal erythema. She had pain with any attempted knee range of motion. She was neurovascularly intact distally with symmetric distal strength and no evidence of peripheral edema. The patient was recommended aspiration. The risks, benefits and alternatives of this were discussed with the patient. These include but were not limited to infection and ongoing pain. Her knee was aspirated in clinic with approximately 30,000 white blood cells on her aspirate and 83% pmns. It was reported that the patient went to acute care in the night, for due to her pain in her knee after the injection. On 12-dec-2017, patient stated that she was miserable. The knee was tight, painful to wb, was pink on side she got injection and was taking codeine for pain. Lnsructed on ice, elevation use of nsaid and compressive wrap and will get message to doctor's staff. She continued to have pain, stiffness and some warm to touch. She denied any real redness. She stated that she was in so much pain she was unable to walk into the acute care, she had to use a wheelchair. She denied any fevers or drainage. The acute provider was not concerned about infection. She was using crutches to get around right now. She was unable to go to work on (B)(6) 2017 due to the pain. The patient was to continue the course as recommended by our triage nurse. If things gets worse she needs to be seen. On (B)(6) 2017, 02 days later, the patient experienced bacterial infection of knee joint. The patient had severe infection overtook her body. The same day, patient's gram stain showed many (>25/lpf) wbc's and many (>25/lpf) rbc's, had polymorphonuclears sf count of 64% (normal range: 0-25). The patient had increasing redness and pain. Continued observation versus operative treatment were discussed and ultimately elected to proceed with operative treatment. The risks, benefits, and alternatives of this were discussed with the patient preoperatively. These include but were not limited to infection, bleeding, nerve damage, ongoing pain, stiffness, recurrent infection, worsening arthritis, need for subsequent surgery, and the risks, benefits, and alternatives of anesthesia, which include but are not limited to heart attack, lung damage, blood clots to the brain and lungs, and even death. The patient agreed and elected to proceed. The patient was identified in the preoperative area and the correct site of surgery was marked in accordance with hospital policy. The patient agreed and elected to proceed. Informed consent was reiterated. She was then brought to the operating room where she was placed in the supine position and adequate general anesthesia was obtained. A tourniquet was then placed on her left thigh. Her left knee was then placed in the leg holder and prepped and draped in the usual sterile fashion. At this point, a timeout was performed in accordance with hospital policy. The correct site of surgery was verified. Of note, we did not give preoperative antibiotics but gave intraoperative antibiotics after obtaining repeat cultures. The patient was then proceeded with standard diagnostic arthroscopy including anterolateral viewing portal, superolateral outflow portal, and anteromedial working portal. Upon entry in the joint, there was cloudy red fluid which was aspirated and sent for cultures, cell count, gram stain as noted above. Her joint had no frank purulence, but significant exudate noted throughout the joint and the capsule. This was debrided using the mechanized shaver and near total synovectomy was performed. Her articular cartilage remained stable when compared to previous evaluation. In fact, there was some coverage on her small area of grade 4 changes on the superolateral trochlea. Her medial and lateral meniscus and medial and lateral compartment articular cartilage remained intact. Extensive synovectomy was performed arthroscopically using the mechanized shaver and electrocautery. 15 liters of normal saline was irrigated through the knee. Once satisfied with this, a medium hemovac drain was inserted via the superolateral portal. The scope was removed and the portals were closed using nylon suture. Sterile dressings including xeroform, 4 x 4, cast padding, and ace bandage were then applied. The patient was then extubated and brought to the pacu in stable condition. The patient was instructed to take ibuprofen, ice the area 20 minutes 3-5 times daily, rest the area, may use medication as prescribed to augment pain relief, if she notice any adverse reactions, discontinue medication and follow up to orthopedic doctor for any additional recommendations on (B)(6) 2017 and return if symptoms worsen or fail to improve. Patient was still recovering from the infection. On (B)(6) 2017, the patient was discharged. Patient's discharge medications included augmentin, oxy-ir, oxycodone hydrochloride/paracetamol (percocet), bupropion hydrochloride (wellbutrin xl), fluoxetine hydrochloride (prozac), zolpidem tartrate (ambien cr). The patient had a follow up on(B)(6) 2017. On (B)(6) 2017, it was reported that patient's pain had been well controlled. She had been using oxycodone as needed for pain control. She had been compliant with her post-operative antibiotics. She was rating her pain a 3/10. The location of the pain was over the anterior knee, was an intermittent pain, and was aching in nature. She had been full weight bearing. The patient had been icing and elevating as needed. Denied wound problems. Corrective treatment: amoxicillin/clavulanic acid (augmentin) for severe infection overtook her body/ septic arthritis of left knee/ bacterial infection of knee joint; wheelchair, crutches for unable to walk; codeine sulfate, ibuprofen, ice the area, rest, oxycodone hydrochloride/paracetamol (percocet) for left knee stiffness, left knee pain, left knee appear edematous on the lateral side, injection site appear slightly bruised, knee warm to touch, knee pink on side of injection; codeine sulfate, ibuprofen, ice the area, rest for left knee swelling; not reported for rest of the events outcome: recovering for severe infection overtook her body/ septic arthritis of left knee/ bacterial infection of knee joint, device malfunction; not recovered/ not resolved for rest of the events seriousness criteria: hospitalization for all the events a product technical complaint was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 13-mar-2018 from healthcare professional (case became medically confirmed). Patient's age was added. Patient's medical history, past drugs, concomitant medications and concurrent conditions were added. Additional events of unable to walk, experienced left knee stiffness, left knee pain, left knee swelling, left knee appear edematous on the lateral side, injection site appear slightly bruised, knee warm to touch and knee pink on side of injection were added with details. Event term of severe infection overtook her body was updated to a severe infection overtook her body/ septic arthritis of left knee/ bacterial infection of knee joint, its onset date was updated and its corrective treatment was updated. Dosing details of the suspect product was updated. Discharge date was added. Clinical course was updated. Text was amended accordingly. Follow-up information was received on 19-mar-2018. Global ptc number was added. Additional information received on 21-may-2018 from healthcare professional. Concomitant medication of trazodone (desyrel) and duloxetine (cymbalta) added with details. Medical history of former smoker updated. Clinical course updated and text amended accordingly.